Event description:
The customer stated that when they tried inserting the sensor, as they put the serter over the top of the sensor, it just disintegrated and the needle hub fell off, but did not get stuck in the serter. The customer stated that they inserted another sensor, correctly, since the abovementioned issue. The customer's blood glucose was 20mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.